Event description:
After using the vasoview kit burner wand to ligate several branches of the intended conduit, the wand was advanced in the tunnel, when the jaws were opened the white linear insulation spontaneously fell off the burner jaw. The piece was very fragile and crumbled on attempted retrieval. The location of the largest piece within the tunnel was marked on the patient's skin. Surgeon performed a cut-down at that location, the insulation could not be located within the soft tissue. The vein harvest was completed via cutdown, leading to two additional longer incisions on the patient's leg. The wound was irrigated copiously with gentamycin irrigation and closed in the usual sterile fashion.